Event description:
A patient reports while wearing a pod for longer than 48 hours their blood glucose level had rose to 350 mg/dl.

Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. The exposed portion of the soft cannula was found torn, allowing for fluid to exit through the tear. The download data does not contain any alarm, timeouts or drive stalls. It could not be conclusively determined when this damage occurred.